Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The reported shaft tear/leak was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly calcified, mildly tortuous, 75% stenosed, de novo mid left anterior descending (lad) artery the 2.75 x 18 mm xience prime stent delivery system (sds) could not be advanced through the guide catheter to cross the lesion. The sds was removed from the anatomy without reported issue. Outside the anatomy the sds was inflated and a small hole was noted where contrast was leaking. A different 2.75 x 18 mm xience prime sds was used to complete the procedure. There was no reported adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.